Event description:
It was reported that following implant, capture thresholds rose acutely from 0.6 v to 1.5 v in both configurations. While in recovery, the patient experienced torsades de pointes and chest compressions were performed. Echocardio- gram and x-ray did not reveal a perforation or dislodgement. The lead was removed from the right ventricular apex and repositioned in the tricuspid valve septum.